Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation of the related complaint, the pst observed that the display assembly was damaged. It was observed that the liquid crystal display (lcd) was damaged, the ribbon cable connection was distorted, the printed circuit board assembly (pcba) has a bent connector on the knob controller (left side of the board), and the connector for the display to pump board cable locking tab was broken off. The display would not power on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2020-00305.

Event description:
The product surveillance technician (pst) reported that during testing of the roller pump display at the service center, the display was found to be damaged. There was no patient involvement.